Manufacturer narrative:
Mesh exposure - dyspareunia - conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent a pelvic floor repair procedure in 2007. The pt has experienced vaginal erosion, abdominal pain, bloating, an ovarian cyst, hyperplasia, pelvic and hip pain, pain in the kidney area prominent on the left side, pain during sex, low self esteem, depression, leg pain, and weakness. The pt underwent a total hysterectomy in 2008. The pt had two procedures in 2009 to remove mesh erosion. No further info is available.